Manufacturer narrative:
The lead has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead perforated the heart wall. The patient was hospitalized. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed, and it showed that perforation was not confirmed. However, helix was retracted and a presence of dried blood in the helix housing was found. Curled and bent stylet was also inspected with a lead body twisted along its whole length. Continuity and hipot tests found no abnormalities. Visual inspection revealed no abnormalities other than induced damage. This report is being filed to correct the b2: outcomes attrib to adv event.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted as the lead perforated the heart wall. The patient was hospitalized. This lead was never in service. No adverse patient effects were reported.